Event description:
The dealer was testing the unit and plugged it into a power strip, when the unit allegedly smoked and shut down. No injury is alleged.

Manufacturer narrative:
No injury reported. Dealer reports while testing an aerosol compressor, they observed smoke. Device is thermally protected there is no history to suggest a product problem. Filing solely on the allegation of smoking. A malfunction is not confirmed. It is unk if this incident has been a result of dropping device, mechanical wear and or blocking vents during use. Manufacturer is attempting to obtain the product for inspection.